Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, medication was not crossing over. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. However, there were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-sep-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the machine was not communicating with the c2 safe. Theintegration engineer (ie) dialed into the cw2106 cii safe and found the medication was present in the med es report, but not in the reports specified by the customer. The engineer reached out to the cii safe agent and found the station wasn't assigned to any location, which caused the station not to appear on any of the customer's reports. The cii safe agent confirmed with the customer that the issue was now fixed. The system functioned as intended after the cii safe agent resolved the issue.